Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg), the ipg exhibited a lack of output as the pocket was about to be closed. Additionally, a loss of ventricular output was observed when the skin covering the device was tapped.